Event description:
It was reported that fault code 34 (water temperature too high) was detected on the arctic sun device. Per review of wo on (B)(6) 2022, patient switched to different device to continue therapy and event occurrence date was (B)(6) 2022. Per follow up information received via email on (B)(6) 2022, the device would be sent to crs medical for repair. The temperature output exceeded target temperature. The date of event occurred as (B)(6) 2022. No patient data was available.

Manufacturer narrative:
The reported issue was unconfirmed. The root cause was not able to be isolated as the reported issue was not duplicated during evaluation. The reported issue was unconfirmed and not a manufacturing or supplier related failure so device history record review was not required. Labeling review was not required as the reported event was unconfirmed. Correction: g, h h11: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. H3 other text : the actual/suspected device was inspected.

Event description:
It was reported that fault code 34 (water temperature too high) was detected on the arctic sun device. Per review of wo on (B)(6) 2022, patient switched to different device to continue therapy and event occurrence date was (B)(6) 2022. Per follow up information received via email on (B)(6) 2022, the device would be sent to crs medical for repair. The temperature output exceeded target temperature. The date of event occurred as (B)(6)2022. No patient data was available.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.